Event description:
During the night the positive pressure cap came off of the catheter. The pt clamped the catheter and went to the ER where they put on a negative pressure cap. Pt states they poured alcohol on everything. The next day they became ill and blood cultures were positive for staph epi. Antibiotics given which caused pt to vomit and develop hives. The catheter is still in & functioning with a negative pressure cap on the end. Reported by pt.